Event description:
It was reported that the bd extension set maxplus® experienced leakage. The following information was provided by the initial reporter: extension set is leaking.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of extension sets leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5303-c lot number 22099270 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. For a related complaint we have a sales associate who believes the issue can be fixed with training, and is not a issue related to defective product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set maxplus® experienced leakage. The following information was provided by the initial reporter: extension set is leaking.